Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said in september they tried to reprogram again on program 1 at setting 4.3 volts. When they set the thing on, patient got electrocuted so he just left it alone and it is not working. He just tried again today, he started on program 1 setting 4 and that is where her got electrocuted again so they went to program 2. The patient's wife is the one that does the programming. The patient has the ins for the bladder, and he is getting up every hour during the night. Before the implant he was getting up 4, 5, 6, 7 times a night to go to the restroom. Since the implant he will go to bed at 11 or 12 o'clock, he will sit on the toilet for 15 minutes before he empties his bladder. He can then go 2 to 2 and half hour before he has to go to the bathroom again and then he is up every hour to go to the bathroom. The patient said its been a while since the symptoms started. He said he thought it did work in december. The patient's wife explained how she was adjusting the stimulation and it was confirmed that she was turning the therapy off. Then when she goes back in, she turns the therapy back on and it comes back on at the voltages he was last on so that is where he is getting the jolt. Patient was on program 2 at 2.1 volts and it was uncomfortable so he brought it down to 2.0 volts. Then they decided to go back to program 1 since it was never really on before so he went to program 1 at 3.4 volts. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were experiencing urinary retention and this was not a pre-existing condition. They noted the issue had been resolved, however the steps taken to resolve the issue were not outlined.